Event description:
Related manufacturer report number: 2017865-2022-16953. It was reported that the patient presented for follow-up for routine check of the pulse generator. Upon interrogation, several high ventricular rate episodes were observed on stored electrograms. The patient was pacing-dependent and stated that they occasionally experienced dizziness. The noise was reproduced with pocket manipulation which resulted in pacing inhibition. A connectivity anomaly between the device and right ventricular (rv) lead was suspected. The patient was scheduled for replacement of the generator and rv lead on (B)(6) 2022. However, the subclavian vein was found to be occluded, and the ventricular pacing and sensing were disabled via programming. The patient was stable.